Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/8/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The sample was evaluated and the lens was observed cut in pieces with residues that looks like body fluids on the lens related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Email address unknown, information not provided.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patients right eye due to dislocation of the iol. The outcome does not significantly interferes with activity of daily life and the patient has recovered. No additional information provided.